Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. According to provided information by our field service engineer, the rail was loose and replacing the rail solved the issue. No further information was provided. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.